Event description:
The pt reported a blood glucose reading of 400 mg/dl last night and a reading of 55 mg/dl this morning. The pt stated his normal blood glucose reading is between 90-135 mg/dl. He stated he feels his insulin infusion device is contributing to his erratic blood glucose levels. He stated that he felt some nausea during his high blood glucose readings and took insulin injections to bring his levels down. The pt stated he drank orange juice this morning to elevate his low blood glucose level. The pt stated he consulted with his doctor about possible adjustments to his insulin rates, but the doctor did not know how to set basal rates, because his blood levels have been too erratic. Troubleshooting did not find any issues with the product. Further attempts to contact the pt for follow-up were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.